Event description:
It was reported that the device was removed due to eol. After explant, there was a concern that the battery voltage had decreased too rapidly from the onset of eri to eol.

Manufacturer narrative:
This report in its entirety was completed solely by st. Jude medical, inc., crmd.